Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Endologix was made aware of a patient during a routine CT scan with an enlarged aneurysm (sac growth-4mm) at (B)(6) by dr. (B)(6). Patient was not symptomatic and currently doing fine. Initial case was done in (B)(6) 2011 by dr. (B)(6) at (B)(6) medical center. No further information was provided.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.